Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Phone number was provided as "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 128 mmol/l, which repeated as 143 mmol/l. The na electrode lot number was s62, with an expiration date of 16-jun-2020.